Event description:
In 2006, a patient had an xact carotid stent successfully placed in the right internal carotid artery/common carotid artery bifurcation. The patient was discharged home the next day. Two days later, the patient was rehospitalized overnight for exacerbation of congestive heart failure, which was treated with medication. The exacerbation was reported to have resolved, and the patient was discharged home. On 05/2006, the patient was reported to have seizure activity. The patient was started on dilantin, and the seizure activity was reported to have rsolved the same day.

Manufacturer narrative:
H10: the device was not returned and there was no lot information. We were not able to perfrom device inspection or device history record review in this case.